Event description:
The patient had reportedly an MRI exam and the ICD was interrogated before and after the exam. At first interrogation after MRI exam, time to rrt (recommended replacement time) was shown as n/d. The physicians decided to wait a bit before re-interrogate the device. Then, time to rrt was very variable; it was increasing at each device interrogation (10 to 15 years on the last interrogation). Physician requested an explanation about this behavior.

Event description:
The patient had reportedly an MRI exam and the ICD was interrogated before and after the exam. At first interrogation after MRI exam, time to rrt (recommended replacement time) was shown as n/d. The physicians decided to wait a bit before re-interrogate the device. Then, time to rrt was very variable; it was increasing at each device interrogation (10 to 15 years on the last interrogation). Physician requested an explanation about this behavior.

Manufacturer narrative:
Corrected. Preliminary analysis showed that the subject ICD operated as expected. The residual longevity calculation depends on the recorded statistics and is updated after each parameter reprogramming. In that case, parameters were reprogrammed during the follow-up, and the recorded statistics were reset several times, explaining the variation observed on (B)(6) 2017.

Event description:
The patient had reportedly an MRI exam and the ICD was interrogated before and after the exam. At first interrogation after MRI exam, time to rrt (recommended replacement time) was shown as n/d. The physicians decided to wait a bit before re-interrogate the device. Then, time to rrt was very variable; it was increasing at each device interrogation (10 to 15 years on the last interrogation). Physician requested an explanation about this behavior.